Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to a power-on reset. The reset could not be reproduced during testing. The cause of the power-on reset could not be determined.

Event description:
It was reported that the device was found to be in backup vvi upon interrogation. Device was explanted after patient expired. Physician did not allege that the device was the cause.